Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the teflon pad fell off (not into the situs). No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.